Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the wand was activating itself and staying activated on cut mode without anyone pressing the foot pedal or hand control. It was plugged into serfas energy console and was being used with the switch. No adverse consequences were reported.